Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: during the investigation, the pump was found to power on with audio to a blank, cracked display. A test display was used, and the pump was fully functional. Unrelated to the original complaint, the battery compartment was found to be cracked. The battery cap¿s threads were found to be stripped.